Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 10 weeks out and it has hit like a hot brick to body and mind') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media case received. Reporter information added. Event I am 10 weeks out and it has hit like a hot brick to body and mind (medical device removal) was updated to abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6) 2020: event joint pain and leg pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 10 weeks out and it has hit like a hot brick to body and mind') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.